Event description:
It was reported that t1 and t2 anchors of the fastfix 360 device deployed simultaneously. No patient injury or complications were reported.

Manufacturer narrative:
This device was received in used but poor condition. Neither t1 nor t2 was returned. Suture was not returned. This device shows needle damage. There is twisting and bending of the delivery needle. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. The device actuates and cycles despite the damage. The complaint reported simultaneous deployment of t1 and t2. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.